Manufacturer narrative:
(B)(4). From the pictures attached the defect reported by the customer "foreign material - stain was confirmed". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that " stain on the nasal adaptor. The issue was identified during incoming inspection." Associated complaints: "300 3898360-2025-00355, 3003898360-2025-00347."